Manufacturer narrative:
On 4/10/2019, biosense webster inc. Received additional information about the patient and event. It was reported that the pericardial effusion was discovered at the end of the case, no medical/surgical intervention was provided. The procedure could be successfully completed. Extended hospitalization was not required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set within standard parameters for smart touch catheter. No error messages were observed on any bwi equipment during the case. The force visualization features that were used included graph, dashboard, vector and visitag. The color option used prospectively was fti. Based on the additional information received indicating that no medical/surgical intervention or extended hospitalization was required for treatment or prevention of permanent damage, this event has been re-assessed as not MDR-reportable. However, since this complaint was already reported to the FDA, bwi will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion requiring an unknown intervention. During the procedure, pericardial effusion was confirmed. An unspecified intervention was performed. The procedure was successfully completed. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.